Event description:
It was reported that the patient had infection. The patient underwent a spinal cord stimulator (scs) explant procedure. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads; upn: m365sc8216700; model: sc-8216-70; serial: (B)(6); batch: 17352960.